Manufacturer narrative:
Block h6: device code a020503 is being used to capture the reportable event of unsealed device packaging. Block h10 upon receipt of this scope at our quality assurance laboratory, this device was thoroughly analyzed. The pouch was not returned for analysis. Examination of media image provided by the customer identified a visible tear in the sterile pouch. The reported event was confirmed. Since the pouch was not returned for analysis, no further examination could be performed on the tear allegation. The reported tear in sterile pouch was confirmed, based on media evidence provided by customer. However, a probable cause for the reported event cannot be established as the pouch was not returned for analysis. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported to boston scientific corporation that the customer planned to use an exalt model d single-use duodenoscope in an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023 for a stent pull. During preparation for the procedure, when the customer took the scope out of the box, the packaging of the device was observed to be punctured. There was no damage observed on the outside box. The procedure was completed with another exalt model d scope. There were no patient complications as a result of this event.

Manufacturer narrative:
Device code a020503 is being used to capture the reportable event of unsealed device packaging.

Event description:
It was reported to boston scientific corporation that the customer planned to use an exalt model d single-use duodenoscope in an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023 for a stent pull. During preparation for the procedure, when the customer took the scope out of the box, the packaging of the device was observed to be punctured. There was no damage observed on the outside box. The procedure was completed with another exalt model d scope. There were no patient complications as a result of this event.